Event description:
It was reported that the patient had a loss of therapeutic effect and they needed a new health care provider (hcp) to check the device. The patient started to say the device was not working 2 to 3 weeks ago and the patient¿s symptoms had returned. It was noted that the patient had urgency, frequency, and leaking and they were not sure exactly when the symptom return started, but that was when the patient stated the device was not working. The patient¿s family member could not say if the patient was feeling stimulation at all. It was later reported that the patient had a follow-up appointment with their hcp on (B)(6) 2014. It was further reported that the patient continued to have problems with retention. The patient saw a new hcp and the bladder stimulator was not working at all. The patient had frequent bladder infections and currently had an infection. The patient had extremely high blood pressure (bp) and was hospitalized for 9 days. The bp issue was unrelated to the patient¿s therapy. The patient¿s family member stated that they needed to get the medications back on track. The patient had been discharged and their bp was back down and they couldn¿t address the implantable neurostimulator (ins) symptoms until the patient¿s bp was under control. While the patient was hospitalized they couldn¿t void so they were catheterized and the catheter came out yesterday and the patient was able to void. The patient¿s urine looked like it was infected and the patient had an appointment with a new hcp in 3 days and they were hoping they could address both the infection and the ins. When they saw the patient¿s managing hcp the physician¿s assistant (pa) spend an hour and a half doing adjustments on the ins. The pa mentioned that the battery had 20 percent left and they were told if the adjustments didn¿t work they may need to have the battery changed. The adjustments were not working so they were thinking the ins may need to be replaced to resolve the retention and then clear up the infections. They would not be going back to the managing hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v741078, implanted: (B)(6) 2011, product type: lead. (B)(4).